Event description:
It was reported that product was comppromised. The target lesion was located in the internal carotid artery. A carotid wallstent monorail 10.0-37 stent was selected for use. However, it was noticed the package was not airtight. The device was never entered into patient's boday. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a carotid device was returned for analysis. The box was not returned with the device. Did not receive any other packaging just inner tray with device. Inner tray is sealed and has not been opened.

Event description:
It was reported that device sterility was compromised. During unpacking of a 10.0-37 carotid wallstent monorail stent, it was noticed that the package was not airtight and the sterility of the complaint device was compromised. The procedure was completed with another of same device. No patient complications were reported.